Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument underwent external and internal visual inspections, no cable related issues were detected. The instrument passed the manual articulation test. The instrument was tested on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Additional observations found unrelated to the reported complaint included: the instrument was found to have multiple scratches at the blade surface on both blades. The probable root cause of the reported broken instrument cable cannot be determined based on the information provided and failure analysis results. No cable related issue was identified.